Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 20 mg/dl and current value was 79 mg/dl. Customer also mentioned insulin pump smells like insulin like there was a leak on it. Customer treated with food. Customer think that her insulin pump was over delivering the insulin. Customer declined to troubleshoot. It was unknown if the insulin pump was on auto mode at the time of incident. The device will not returned for analysis.